Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period april 1, 2017 through may 31, 2017.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2017 through may 31, 2017.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2017 through may 31, 2017.

Manufacturer narrative:
Date sent to FDA: 4/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2017 through may 31, 2017.

Manufacturer narrative:
Date sent to FDA: 06/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2017 through may 31, 2017.

Manufacturer narrative:
Date sent to FDA: 08/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2017 through may 31, 2017.

Manufacturer narrative:
Date sent to FDA: 10/28/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2017 through may 31, 2017.

Manufacturer narrative:
Date sent to the FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2017 through may 31, 2017.

Manufacturer narrative:
Date sent to FDA: 02/18/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2017 through may 31, 2017.

Manufacturer narrative:
Date sent to FDA: 04/21/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2017 through may 31, 2017.

Manufacturer narrative:
Date sent to FDA: 06/23/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2017 through may 31, 2017.

Manufacturer narrative:
Date sent to FDA: 08/24/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2017 through may 31, 2017.

Manufacturer narrative:
Date sent to FDA: 10/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2017 through may 31, 2017.

Manufacturer narrative:
Date sent to FDA: 12/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2017 through may 31, 2017.

Manufacturer narrative:
Date sent to the FDA: 02/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2017 through may 31, 2017.

Manufacturer narrative:
Date sent to FDA: 04/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2017 through may 31, 2017.

Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. (B)(4). Total number of events ¿ e2013037. Gynecare tvt ¿ 767. Gynecare tvt abbrevo ¿ 81. Gynecare tvt exact continence system ¿ 124. Gynecare tvt obturator system ¿ 518. Gynecare tvt retropubic system ¿ 128. Gynecare tvt-aa abdominal ¿ 24.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6)2006 and the mesh was implanted. Following the procedure, the patient experienced mid-urethral mesh exposure with bleeding and underwent removal of mid urethral mesh on (B)(6)2016. No further information is available.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2017 through (B)(4) 2017.

Manufacturer narrative:
Date sent to the FDA: 08/29/2017 ethicon MDR summary reporting exemption e2013037 reporting period april 1, 2017 through may 31, 2017 supplemental 01 - attachment: [06-30-2017 otn supplemental 01.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4), reporting period april 1, 2017 through may 31, 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4), reporting period april 1, 2017 through may 31, 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period april 1, 2017 through may 31, 2017